Event description:
(B)(4). The dentist reported that 1 months after the dental implant was installed in intraoral region #30, it was verified its non osseointegration. The dental implant was installed in bone type iii and 45ncm of primary stability was achieved. Immediate load was not performed.

Manufacturer narrative:
(B)(4).